Event description:
The st. Jude med rep reported that the pt suffered a ventricular fibrillation episode in which the device had not defibrillated the pt. The emergency med svs externally rescued the pt. Upon reviewing the egms and the diagnostics, technical svs concluded that the device sustained a damaged output stage when attempting to deliver a high voltage therapy into a damaged lead. The ICD was no longer abel to provide defibrillator support to the pt. It was recommended to replace the lead and ICD. Once explanted, the lead was noted to be twisted and an infsulation break was observed.